Manufacturer narrative:
(B)(4). Batch #235a95. (B)(4). Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a white reload inside of the package and with its retainer attached and the cartridge pan from the right side appears to be partially dislodged. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload was returned with an opened package and unfired. In addition, the reload pan was noted to be partially dislodged at the proximal end from both side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during the surgery, staples cannot be fully depressed when installed, resulting in improper installation. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.